Event description:
Sore throat, cough. Throat culture reveals strep infection. Urinary frequency, hematuria, dysuria. Vaginal discharge. Patchy eczematous areas on arms and back of legs. Pharyngitis and boils on legs related to bacterial infection. Continual problems with digestion, insomnia. Fatigue, nervousness, wt loss, numbness in arms, increased allergies, earache, tonsilitis, nasal drainage, easy bruisability, poor circulation, stiff neck, back ache, tremors in lt eye, pain between shoulders, kidney infection, difficult digestion. Chest discomfort related to anxiety. Tingling in arms intermittently, ulcerative colitis with hard, infrequent stools, mid lower thoracic back pain. Uti manifested by frequency and burning with associated hematuria. Ua negative, occasional calcium exalate crystal. Area of erythema on uoq of lt breast lateral to nipple, deep palpable mass appears to be area of mastitis. Night sweats x 3-4 mos, macrocytosis, b12 deficiency. Only took antibiotics for mastitis x 4 days, developed hives. Focal hypertonicity trigger points of lt cervical dorsal and bilateral lumbosacral spinal area. Exam reveals lateral foraminal and maximum rotary cervical compression tests positive for lt and rt nerve root compression. Lumps in axillae, tenderness "around liver" area. Anxiety neurosis, mid systolic click consistent with mitral valve prolapse. Tingling lt side of face, sores on buttocks, memory loss. Chronic anemic blood state with associated sx of general fatigue. Postural muscle spasms and hypolonia, and extended periods of weakness. Pt has experienced distinctly stressful life, but underlying chronic, mild illness undoubtedly contributes to poor judgement, decision-making ability, and periodic despondency and depression. Much occlusal wear on all lower molars. Increasing impairment of attention and concentration, significant sleep difficulty at various times. Hypothyroidism, gastric ulcer, arthritis, genital herpes, phlebitis.thoracic outlet syndrome, influenza like illness, secondary bronchitis, eyes blurry, especially when stressed. Noted color changes over pip; wrist, elbow, upper arms, shoulders neck low back and si joint pain, tmj, wrist swelling and pain. R>l; lateral hip pain; inner thigh pain; pain in shins, ankles and feet; sleep pattern disturbed, decreased energy, numerous food allergies, chills, thinning of hair; headaches; mouth sores; persistent postnasal drip. Increased urinary frequency and urgency; shortness of breath, hotlfashes, arthralgias, myalgias, symptoms compatible with fibromyalgia syndrome. Hx of 7 miscarriages. Small polyp in rectum. Lt sided chest pain radiating into arm. Lt side of head was numb, numbness around the eye. Believes small amt silicone became encapsulated, resulting in sx. Episodes occurring intermittenlty ofr 10 yrs consisting of parethessias in lt side of face and head, paresis of lt arm. (Confusion or decreased memory during this time. Chronic r maxillary sinusitis, large maxillary cyst.